Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen) while wearing the device longer than 48 hours (B)(6) 2026. Patient reported the infusion site to have reddened, bumpy, warm to the touch, swollen and painful. The patient was taken to the emergency room and diagnosed with cellulitis. The patient was treated with "shot" of antibiotics and was put on doxycycline 100 mg/qd.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp4a.251205.006.s918usqu7fze2 hardware: sm-s918u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.